Manufacturer narrative:
(B)(4). Batch # n54m5v. The analysis found that one pse45a device was returned in good visual condition and with an ecr45b partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The knife reverse button force properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: just for clarification regarding the driver not returning to the home position; then stopped working. Did the jaws of the device not open related to the driver (knife) not returning to the home position? If yes, what steps were taken to open the jaws and did they open? Please explain what is meant by, ¿then stopped working?¿ response received: the surgeon fired the stapler. The driver advanced all the way to the distal end of the end effector. However, the driver did come back all the way to the starting point. The surgeon used the reverse button to complete the sequence. This was done on two firings. The next firing, the stapler stopped working. They opened a new stapler to complete the case. Can you further clarify what happened when the device " stopped working" after the first two firings. Did the device not fire on the third firing? If yes, please confirm if it did not deliver a staple line or cut line? Was there any additional detail to describe the "stopped working"? Per the surgeon and staff, stopped working equals no power.

Event description:
It was reported that during a lobectomy procedure, the driver not returning to home position, then stopped working. Another like device was used to complete the procedure. There were no adverse consequences for the patient.